Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, service code 107) was confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open blue (can l) wire in the trunk cable. The trunk cable showed signs of physical abuse. The abnormal shutdowns were caused by the communication issues due to the damaged cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that a german patient was receiving a service code 204 (belt unusable) and a service code 107 (multiple abnormal shutdowns).